Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken tube extension at the distal end. Missing material measured approximately 0.235 x 0.573. The known common cause of this failure is due to mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: after a da vinci-assisted surgical procedure, a fragment from the monopolar curved scissors (mcs) instrument was found to be missing. At this time, the location of the missing instrument fragment is unknown and it is unclear if the missing instrument fragment fell and was retained inside the patient. However, there is no indication that a malfunction of the mcs instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during central processing, a broken tube extension was found on the monopolar curved scissors instrument. It is unknown if a fragment(s) from the instrument fell inside the patient. The patient underwent an x-ray but no fragment was found. No patient harm, adverse outcome or injury was reported. On (B)(4) 2017, isi contacted the initial reporter and obtained the following additional information regarding the reported event: the surgeon reviewed the procedure video and observed the broken tube extension; however, no fragments were observed falling. The surgeon was unable to locate the missing piece.